Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
While troubleshooting an issue of the batteries in the patient's infusion device being depleted too quickly, it was reported that the patient alleges her primary infusion device delivers too low an amount of insulin. The patient experienced elevated blood glucose levels of 300-hi on her primary device. On her backup device her blood glucose levels were 75-181. The patient's 24 hour basal rate on her primary device is 24 units of insulin. The patient's 24 hour basal rate on her backup device is 48 units of insulin. The patient stated that she bolused the difference and that the difference in the basal rates was not the cause of the elevated blood glucose levels. No adverse event was reported. The infusion device was requested to be returned for product evaluation.